Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this complaint since no product was returned and no lot number was provided. However, the company did initiate a broader investigation of reported fusarium keratitis events that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced product lots. All of the records indicate there were no anomalies that could have been related to reported fusarium keratitis, there were no fusarium recoveries from the facility environmental monitoring program of the ascetic processing areas, and all product evaluated met release sterility criteria. Where product retain samples testing was completed, all chemical and biocidal performance criteria were effective against microbial challenges as required.

Event description:
According to a nurse at the physician's office, the pt presented to their office in 2006, with corneal ulcers in both eyes that were contact lens related. The ulcers were just touching the central 4mm of the cornea. Both eyes were cultured and negative for fusarium but did have bacteria present. The solution in the lens case was positive for fusarium. The right eye was diagnosed as bacterial and the left eye was bacterial and fungal. The pt was treated with sporanox 100mg by mouth, twice daily; tobradex one drop in the left eye every hour; natamycin one drop in the left eye every hour and vigamox in the right eye every two hours. The physician indicated that there was no permanent decrease in visual acuity and the pt had recovered.